Manufacturer narrative:
Findings: additional information has been reviewed after the initial report was submitted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer clarified that the date of the hospitalization was (B)(6) 2017.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to lung cancer surgery. The cause of death was a pulmonary embolism resulting in a heart attack and blood glucose was all over the place. The caller stated that the customer had cataract issues that may have led to the customer's passing. The customer¿s blood glucose was 135 mg/dl at the time of admission, but while in the hospital the blood glucose levels were not regulated by the pump, and they rose to the 500 mg/dl range when they were not in the intensive care unit. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by the nurses over 2 days prior to passing. The customer was not using sensors. The caller declined to return the insulin pump for analysis.